Event description:
It was reported that the patient experienced a slowly changing loss of therapeutic effect from the implantable neurostimulator (ins) around (B)(6) 2011. The patient no longer experienced stimulation in the face and ear area where the pain was located, but felt stimulation in the neck, shoulder, chest and arm. There was no accident or incident related to the event. It was later reported that the cause of the event was due to a "loss of lead contacts" caused by a lead break. An x-ray taken on (B)(6) 2011 showed no visible wire breaks. The paddle lead c1-c4 was replaced on (B)(6) 2011. The lead wire's sheath was split near the base of the paddle exposing the wires. The patient stayed in the hospital overnight, efficacy of stimulation was restored and the patient recovered without sequela.

Manufacturer narrative:
Lead model 3998, lot #lb3435, implanted: (B)(6) 2003, explanted: (B)(6) 2011; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk; recharger model 37752, serial # (B)(4); programmer model 37742, serial # (B)(4).